Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 of the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) broken and unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle npe broken and clog. According to the user's report, the needle npe was found to be broken and the drug solution did not come out.

Event description:
It was reported that 2 of the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) broken and unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle pen broken and clog. According to the user's report, the needle pen was found to be broken and the drug solution did not come out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.